Event description:
It was reported that the customer received a button error. Customer stated that the buttons on the insulin pump are unresponsive and the numbers on the screen are scrolling on their own. Customer's current blood glucose reading is 196 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.